Manufacturer narrative:
Siemens completed the investigation for an outside the united states (ous) customer complaint of non-reactive (negative) hepatitis c results on 2 samples from one using atellica im hepatitis c (ahcv) lot 480 reagent on an atellica ci analyzer. The patient was known to have hepatitis c and alternate method retest results were positive. Siemens reviewed quality control (qc) and calibrations for atellica ci ahcv lot 480; qc was within acceptable range and calibrations were valid. Siemens reviewed internal reagent release data; all specifications were met. Siemens requested additional information from the customer, but information was not available (patient's diagnosis and treatment and medications and prior results atellica ahcv results). The samples in question were not available to be sent to siemens for further investigation. There has been no allegation that assay sensitivity is not being met, (per the assay instructions for use of 100% (449/449) with a 95% confidence interval of 99.18%¿100%). The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Based on the available information, the cause of the discordance could not be determined, but appears to be an isolated patient specific issue. The customer is operational and has not reported any similar issues. Siemens filed initial MDR 1219913-2025-00214 on 01-dec-2025. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.

Event description:
The customer obtained a non-reactive (negative) hepatitis c result using atellica im hepatitis c (ahcv) lot 480 reagent on an atellica ci analyzer. The result was reported and questioned because the patient was known to have hepatitis c since 2020. A different sample from the same patient was tested and also resulted negative. The sample was tested with 2 alternate methods and resulted positive as expected. There are no allegations of patient or user intervention or adverse health consequences due to the event.

Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer obtained a non-reactive (negative) hepatitis c result using atellica im hepatitis c (ahcv) lot 480 reagent on an atellica ci analyzer. The result was reported and questioned because the patient was known to have hepatitis c since 2020. A different sample from the same patient was tested and also resulted negative. The sample was tested with 2 alternate methods and resulted positive as expected. There are no allegations of patient or user intervention or adverse health consequences due to the event. The customer stated that the calibration and quality control (qc) results were correct at the time of testing and no other patient was affected. Siemens is investigating.